Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with tower door. A field service engineer cleaned and reworked all door latches as precaution and confirmed proper functionality through multiple successful tests. The system functioned as intended when the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were frequently failing, and the door hinges were found to be noticeably loose. However, there were no delays or adverse events or injuries reported based on this event.